Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction alarm issue was verified, and the data error alert was also verified. Additionally, the unexpected shutdown issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred followed by an unexpected shutdown. The customer connected the pump to a power source to charge and the pump turned on and indicated a data log corruption. The customer¿s blood glucose was 232(mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.